Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer has been having replace battery alarms for over a month. The customer has received a replace battery alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer states the battery was previously used. Troubleshooting was performed. The insulin pump will return. The insulin pump received pump errors but the customer declined troubleshooting for the errors.